Event description:
It was reported that the ipg reached end of service (eos) and the patient lost therapy. It is unknown if the ipg depleted prematurely. Surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.